Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified back surgery, it was observed that the attachment device bearings were going bad. According to the report, the device made a very bad sound when started and the burr would not spin. It was further reported that the burr was difficult to remove from the device there was a five minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, damaged and no longer in axial alignment which caused the device to fail cutter insertion. Therefore, the reported condition was confirmed. It was determined that this was due to the bearings not allowing the cutter device to pass through. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.